Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/ davol ventralex st patch (device #1). Additional emdrs were submitted to represent the two bard/davol ventralight st (device #2 & device #3) should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) and ventralight st (x2) on (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch and ventralight st (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.